Event description:
Subsequently, additional information was received that indicated that the plunger was deployed even though blood flow at the marker lumen continued.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure. Reportedly, after deploying the plunger, the sutures were retrieved. While attempting to harvest the sutures, the entire suture pulled out of the artery. The foot was parked and the device was removed. The site was rewired and a second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is in-training in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive investigation. A failure to deploy the suture as reported can be influenced by, but not limited to, manufacturing, patient anatomical conditions and user technique. During manufacturing, the devices undergo a variety of cuff, link, suture and needle-related inspections, such as, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed as part the lot release testing. There were no other anatomical conditions that were reported that could have contributed to the event. A failure to deploy the sutures can be influenced by several factors, including, failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, not depressing the black plunger to contact the purple body. It was reported that the marker lumen still had blood flow when the physician deployed the plunger. Therefore, user error is apparent based on review of the instructions for use for a proglide device, under suture medicated closure (smc)device placement: before needles are deployed, maintain the device position such that blood marking stops. Based on the reported information and the inspection criteria the most probable cause for the reported failure to deploy suture and associated patient effects can attributed to user error. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and found no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4): failure to follow steps. To address the deployment of the plunger even though the blood flow at the marker lumen did not stop. Per the instructions for use, the device position must be maintained such that blood marking stops; this indicates proper positioning of the foot.